Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that multiple ports of the illuminator produced no light prior to surgery. An alternate light source was used to perform the surgery. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The system was examined and the reported event was confirmed. The illuminators were cleaned to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 5, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris build up in the ports of the illuminator module. The manufacturer internal reference number is: (B)(4).